Event description:
Lap cholecystectomy: "during a ligation of the vessel the clip was intersect. A parallel clip ligation wasn't possible. The surgeon tried this procedure a few times outside the body with the same result: the clip didn't close in the right way (2 clips saved). The procedure was finished with another instrument (ca090)." Intervention: "none". Patient status: "patient ok- op - procedure was finished with this ca090."

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation.